Manufacturer narrative:
The customer elected to repair the iabp; he replaced the motor controller pcb (part number (B)(4)) and returned the iabp to svc. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, a bag of saline ruptured at 250 mmhg and spilled onto the power connector located on the back of the iabp. The customer witnessed smoke and a burning smell. The pt was switched to another iabp and therapy was continued. No pt injury was reported.